Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl, bupivacaine, and unknown baclofen. It was reported that the patient inquired if there was a way to only have to connect one time to the pump. The patient just got new equipment with their new pump and they had to connect to the pump twice to get a bolus and it would take two full minutes to get a bolus. The patient also stated that they had to "charge it all the time". Per the patient, they could do "like three boluses and then sometimes it won't give me a bolus because the battery is too low but it's on like 65%, which patient services understood as the handset. The patient was unsure what the exact message that was displayed when this happened. The patient noted that it was conspicuous to do a bolus in public, especially for how long it took, whereas the 8835 personal therapy manager (ptm) took them 10 seconds for a bolus and they only had to connect once. The patient asked if they could use 8835 ptm instead and stated that they did not know if they would have gotten a new pump if they would have known about this equipment. During the call to patient services, the patient was already connected to the pump and had an expected lockout due to bolusing just before calling patient services. Patient services assisted the patient in closing the myptm application and reconnecting to their pump and the patient reported a telemetry delay at 90%. When asked about the event date, the patient stated "as far as a I know, as long as I've had it - it seems like in the beginning, it was one and done, but it still took a lot longer". The patient did not provide further information. Patient services assisted the patient in clearing data, resetting bluetooth and location, and reviewed general use. The patient agreed to monitor the handset battery and connecting to the pump and would call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software, product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.